Event description:
The following has been reported: customer reported three year maintenance is due and air bubble error is not clearing properly. Fk us service depot reports the following: action taken: received pump (B)(6). Confirmed customer reported issue "air bubble error". This was due to a bad air sensor, downstream pressure sensor was also malfunctioning. Both sensors were replaced. Device due for preventive maintenance. Replaced battery pack and membrane. New pm due date is 2/22/2027. Equipment cleaned, post service tested and released for use. Reporting as a conservative measure. No adverse event communicated. More information is needed to complete the investigation.